Event description:
Ous MDR - ICD interrogation during initial implantation showed lv sensing below 1 mv. This was accepted because of adequate impedance and threshold. First regular follow-up in the hospital showed the same, but with complete lv exit block (in all configurations). During the revision performed on (B)(6) 2012, the respective lead was disconnected from the ICD and measured (with medtronic analyzer). Sensing values of almost 5 mv were measured here with (halfway) acceptable pacing thresholds. A subsequent connection to the device again showed: lv sensing below/around 1 mv - no or noisy iegm - values of the impedance dependent on lead connection (screw tightened with tw, impedance around 800 ohm, slightly loosened screw, impedance around 490 ohm). After consultation with technical service, lv leads were connected to different channels (ra, rv). Unfortunately, measurements did not clarify the situation. Due to the already long-lasting op, it was decided, for the benefit of the pt, against implanting a new lv lead, and a new device was connected. However, the performed tests here showed similar measurements as with the old device, thus a new lv lead was implanted.

Manufacturer narrative:
Ous MDR.